Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue could not be determined. The reported clip actuation issues, clip opening while locked, difficulty positioning the device due to shaft deflection, and subsequent unsatisfactory positioning of the device for grasping appear to be a result of procedural conditions, and likely secondary effects of the sleeve steering issues and tension on the device. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip delivery system (cds) difficult steering and the clip jumping open. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was advanced without issue. The clip delivery system (cds) was advanced to the left atrium. While steering down with the m-knob, it was noted that the cds was steering lateral and the sgc was diving lateral. An attempt was made to open the clip to orient to the valve; however, the clip did not open and there appeared to be a lot of tension on the device. When the lock lever was retracted further, the clip jumped open and the cds would deflect medial. Troubleshooting was performed, and the arm positioner was turned, but the clip opened while locked. As the position of the cds was not satisfactory to the valve, grasping could not be attempted. The cds was removed and replaced. A new cds was used without issue. One clip was implanted, reducing the mr to 1. After removal of the sgc, it was noted that there was a tear on the septum, with a left to right shunt. As the patient was hemodynamically stable, no treatment was performed for the tear and the patient was confirmed to be clinically stable, with a good outcome post procedure. No additional information was provided.